Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that one patient sample generated a false positive result with the architect rubella igg assay of 51.8 iu/ml. An earlier sample taken from this same patient had generated a result of 0.0 iu/ml. The customer retested the current sample (without recentrifuging) and generated a result of 0.0 iu/ml. No suspect results were reported from the lab. There is no impact to patient management reported.